Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor anomaly. The customer¿s blood glucose was 198 mg/dl at the time of incident. Customer stated that the sensor cannula was missing after insertion the sensor is being replaced and is not expected to return for analysis.